Event description:
This lv lead was implanted on (B)(6) 2009. A call to technical services on 8/9/12 states that the lv has no capture. In tip to ring impedance >2000 ohms. Tip to coil able to get threshold at 1 v and impedance 360 ohms, there is a problem with the ring conductor. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).